Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting loss of capture in the ventricle. Cpi has not received any information that indicates this ipg has been explanted.